Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab blood in helium pathway is confirmed based on the customer photo/video provided with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood noted within the helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after the patient had been receiving iabp therapy for several days, the pump alarmed. The iab was subsequently removed and found to have ruptured with blood inside. As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after the patient had been receiving iabp therapy for several days, the pump alarmed. The iab was subsequently removed and found to have ruptured with blood inside. As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".